Event description:
It was reported the right ventricular (rv) pace/sense lead had an apparent fracture. The rv lead was explanted and a new rv high voltage lead was implanted. The chronic rv high voltage lead was also explanted and returned to the manufacturer for disposal. The rv high voltage lead was analyzed and tested out of specification. Follow up determined the pace/sense portion of the rv high voltage lead had previously been capped and replaced due to an unspecified performance issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the proximal conductor fractured due to overstress, the outer insulation was kinked/buckled, all insulation was torn, there was a white substance on the outer insulation, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. The analyst commented that there was heavy explant damage. The lead was destructively analyzed to attempt to find any anomalies related to the complaint. The distal coil was removed, pin cap intermittency checked. Nothing was observed within the lead that could be associated with the electrical complaints. (B)(4) - the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the proximal conductor fractured, several conductors were stretched, there was blood/body fluid on several conductors (not obstructed), the proximal conductor fractured due to overstress, the outer insulation was melted, the inner and middle insulation had cosmetic metal induced oxidation, inner and middle insulation were breached - metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, all insulation was torn, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism.